Event description:
It was reported that a patient presented in-clinic for an initial implant procedure. During the procedure, an insulation breach was visually found on the right atrial (ra) lead. No malfunctions were noted prior to the procedure. After the physician attempted to repair the ra lead, the ra lead was found to have lost capture. The ra lead was capped and replaced on (B)(6) 2021. The patient was stable throughout and no symptoms were reported.